Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-sep-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-sep-2027, UDI#: (B)(4). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were hoping to get a different representative because in the five weeks since the surgery, using the equipment gave them more pain in other places than just their back. Patient stated that a rep had done various adaptations, however they hadn't worked. Patient said that they contacted the rep on monday morning to say that they still had all of the pains that they had been complaining about, however rep just texted them back and told them to shut the device off and contact the doctor's office. Pt said that since turning the ins off they didn't have the extra pains, but they still had back pain. Pt said that they have an upcoming appt with the surgeon, on (B)(6) 2024 at 2:20. Pt said that they didn't have confidence in the rep. Pt said that they had sent hcp three e-mails in three days begging for a different rep, however they were just given the appt. Agent advised the patient that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt noted that the trial went amazingly, so they didn't know why this issue was happening. Additional information was received from the patient (pt). They reported that on (B)(6) 2024, percutaneous leads were temporarily implanted in their spine. Pt noted they were overjoyed as they experienced 80% improvement in their back pain. Pt noted that was the last and only time they felt better. Pt noted despite numerous attempts to reprogram the leads, which had migrated, it didn't reduce their pain and also produced pain in other areas. Revision surgery was done and a paddle lead was implanted. Pt noted they worked with a rep, but on (B)(6) 2024 they permanently turned their stimulator off. Pt noted it was not blocking the pain and causing additional pain down their right leg, lower abdomen, and searing pain at the bottom of their back above both hips. Pt reported they kept their unit charged every day and never changed their activity level. Pt reported the pains all disappeared after they turned the stimulator off. Pt reported on (B)(6) 2024, their hcp removed the stimulator and battery. Pt expressed disappointment over never getting good pain relief even though it worked great during the trial.